Event description:
It was reported that pump displays error 1660. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths? Label was intact, and the housing was found to be damaged. There event log was not available. The device was powered up and alarmed (B)(4) which confirmed the reported failure. The root cause of the reported failure can be attributed to an issue with the processor on the circuit board. The circuit board was replaced. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured mar. 2005, and is out of warranty therefore, no manufacturing DHR review is needed.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with damaged housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was duplicated. The device was powered up and alarmed ec1660 which is an issue with the processor on the circuit board. The circuit board will be replaced.